Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was received from the distributor on (B)(6) 2020. According to the complainant, when analyzing the product, a foreign object that looks like a piece of trash or a cardboard was found in between the device package and the outer vinyl bag, as confirmed by a photo submitted by the customer. There were no patient complications reported as a result of this event.